Manufacturer narrative:
H10: internal reference number: (B)(4). H3, h6: the associated device was returned and evaluated. Visual evaluation of the glenoid reamer driver found that the prongs on the reusable instrument were bent/damaged. Additionally, part of the glenoid reamer driver tip was sheared off. Visual evaluation did note some signs of wear, including some striations on the driver. Additionally, some knicks and scratches were noted on the mating end of the driver. Potential root causes are over-torquing while under power, improper assembly, or a combination of over-torquing and improper assembly. The glenoid reamer driver is part of the glenoid reamer assembly used to core or cut out a portion of the bone to prepare the bone for implantation. The instrument is reusable and subjected to significant grinding forces during use. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed a similar event for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during an aetos procedure, one (1) glenoid reamer driver fractured in the reamer handle, which caused glenoid ream bit bp centered to stop being "smooth" and binding. The procedure was resumed, after a non-significant delay, using a s+n back-up device. Patient was not harmed as consequence of this problem.